Manufacturer narrative:
Patient age at the time of event unknown/ not provided. Patient weight unknown/ not provided. Device lot number unknown. Product not returned.

Event description:
It was reported that the retaining screw (mhlas) loosened. Doctor retightened the loosened retaining screw.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer dental implant systems 4894i rev 3-07/09 information identified: seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A singular cause cannot be determined.